Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an unknown alarm produced by the mobile power unit (mpu) was not confirmed. The mpu serial number (B)(6) was returned and evaluated at (B)(4). The device was functionally tested, and it was found to function as intended even when the patient cable was manipulated. As an additional precaution, the mpu patient cable was replaced, the device was tested with the new cable, and it was returned to the customer site. The replaced patient cable was tested, and no issues were identified. A specific root cause for the reported alarm was not able to be determined. Per the additional information, the patient was not connected to the mpu when the alarm occurred. The device history records were reviewed, and the records revealed the mpu was manufactured in accordance with manufacturing and quality assurance specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use, under section 7 ¿alarms and troubleshooting¿ explain all alarms and the proper actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and instruction for use caution the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient heard an unknown alarm on their mobile power unit. The device was brought to the hospital and the alarms were not able to have been recreated despite troubleshooting.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.